Event description:
On (B)(6) 2012, customer reported that the probe on their act diff instrument dripped less than 1 cc on the counter while running startup. Customer also reported that red blood cell (rbc) recovery was low on controls due to the leak. Quality control (qc) data was not provided for this issue to determine if the qc was out low. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced pinch valve 10. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).